Event description:
It was reported that there was no expiration date on the syringe safetylok 3ml ll w/ndl 25x5/8 before use. The following information was provided by the initial reporter: "consumer reported no exp date on box. Found within her storage was using for bd. She will be discarding these syringes."

Manufacturer narrative:
H6. Investigation: no photos or samples were received for evaluation. Batch 2268134 is unavailable for review as records are only maintained for seven years. Batch #2268134 was manufactured in 2012 ¿ prior to the UDI requirements that mandated marking individual packaging with expiration date. This batch was manufactured correctly per product design at that time. Please note batch #2268134 was expired as of 2017 and bd does not make claims about the performance or efficacy of expired products. Reported defect was not identified based on the product information provided and no corrective actions are necessary at this time. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. The customer's address is unknown. Unknown, (B)(6) USA has been used as a default. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that there was no expiration date on the syringe safetylok 3ml ll w/ndl 25x5/8 before use. The following information was provided by the initial reporter: "consumer reported no exp date on box. Found within her storage was using for bd. She will be discarding these syringes."